Manufacturer narrative:
. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591 investigation summary: catalog 442023 batch no. Unknown customer reported a contamination issue. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that when using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample showing a slow growing gram negative bacilli consistent with burkholderia/paraburkholderia species. No adverse impact was reported regarding the patient or user.